Manufacturer narrative:
The bag arm was replaced to resolve the issue.

Event description:
The hospital reported that the bag arm was broken causing a loss of manual ventilation. There was no report of patient involvement.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported a malfunction that could cause a loss of mechanical ventilation. There was no report of patient involvement.